Event description:
The distributor contacted animas on (B)(4) 2013 alleging the display screen on the pump was blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the blank display issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: the pump powered on with the verify screen displayed. The blank display screen could not be verified; however the display screen was dim. A test screen was installed and no dimness or other issue was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.